Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus deliveries. Customer's blood glucose was approximately 250 mg/dl. Supply changes were performed resolving the alarms.